Event description:
It was observed during the device inspection that the bronchovideoscope had a burnt c- cover and there were slight vertical stripes along the left edge of the image when meeting hot and cold water. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for inspection. Based on the results of the investigation and the information provided: the c-cover burnt - the cause of the occurrence could not be determined, but it is possible that high-energy treatment equipment (e.g., high frequency) was used without securing a sufficient distance from the tip. There are slight vertical stripes along the left edge of the image when meeting hot and cold water - was likely due to an electrical/electronic component issue. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.